Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The resistance could not be measured because continuityneeded to be assessed visually.

Event description:
It was reported the during the implant procedure after inserting the guidewire into the lead, the physician was unable to pull it out. The physician used a different guidewire and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.